Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the neurostimulator showed "bad readings" and could not give good impedance measurements. The device was not implanted in the pt. No pt injuries were reported. If additional info becomes available, a f/u report will be sent.